Event description:
Health care professional reported pt developed peritonitis after using the cxdii device. Health care professional stated the device "broke" while pt was using the device. The carriage will only move to the old bag and will not spike the new bag. Pt was treated with antibiotics. Microorganism present was enterococcus.